Manufacturer narrative:
To further ascertain the nature of this incident as reported, fisher & paykel healthcare ('fph') has raised an inquiry into the exact circumstances surrounding the event to assist in our root cause analysis. We are currently awaiting additional information from an fph clinical product specialist in the region. Following receipt of the clarification sought, we will submit our findings in the form of a follow-up report.

Event description:
A hospital reported to fisher & paykel healthcare's branch office in the united states of an incident involving the bc2435-20 neonatal oxygen therapy nasal cannula ('the cannula') whereby the patient allegedly developed nasal septum erosion as a consequence of using the cannula in 2009.